Event description:
(B)(4). Initial information was reported by a physician to a company sales rep on 25-feb-2008: the physician reported that he had injected a pt two years ago with poly-l-lactic acid (sculptra) and the pt still has papule. The physician stated that he has injected it with saline and other (unspecified) treatments. Physician requested contact for medical information. No further medical information reported. Additional information for sculptra (lot #/expiration date unk) from product technical complaint report (B)(4), received by (B)(4) on 03-mar-2008: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history reports and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, or damages detectable. Conclusion: no faults detectable.